Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and explained the pump performed safety checks and the error was found. The customer was swimming. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed active current. No critical pump error noted. Pump received with high sleep current due to moisture damage to the pcb1 and pcb2 board. Pump alarmed pump error 43 during rewind due to corroded motor home switch. Was unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 43 during rewind. Pump alarmed pump error 75 during self-test due to moisture damage to the internal battery. Unit successfully downloaded to thus. The pump downloaded history confirmed the pump alarmed pump error 63 variable 15 on 15-jul-2023 12:47:01.000 due to moisture damage to the pcb1 and pcb2 board. The electronic assemblies and motor assemblies were inspected and found moisture damage to electronic stack and motor assembly. The following were noted during visual inspection: scratched case, debris under window cover, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, corroded battery tube, and pillowing keypad overlay. No critical pump error noted during testing. However, confirmed the pump alarmed pump error 63 in the pump downloaded history. Moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.